Event description:
It was reported that during an unspecified procedure, the sheath tip was unable to be visualized. The super sheath 6f x 25cm was advanced and the distal end of the sheath was unable to be visualized. The device was removed. The procedure was completed with "a short sheath". No patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)